Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were the reported device was returned and evaluated. Upon visual inspection the returned device was not missing any teeth and the inserter strike plate did show impact marks. Complaint sample was evaluated and the reported event was not confirmed. A review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d9, g3, h1, h2, h3, h4, h10.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the gear in inserter was fractured while impacting the cup. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.